Event description:
It was reported that the stent (subject device) was intended to be used for the medical procedure. However, when the physician attempted to insert the stent into the microcatheter resistance was encountered at the hub making it difficult to push the stent. When the physician attempted to withdrew the stent, the stent got deployed within the hub with half of the stent being fractured within the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent (subject device) was intended to be used for the medical procedure. However, when the physician attempted to insert the stent into the microcatheter resistance was encountered at the hub making it difficult to push the stent. When the physician attempted to withdrew the stent, the stent got deployed within the hub with half of the stent being fractured within the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a broken/fractured condition, with the distal end of the stent deployed within the lumen of the returned microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The distal end of the stent could not be retrieved from the microcatheter hub. All 3 marker bands were present on the proximal end of the stent. The introducer sheath distal tip showed signs of crush damage. The sdw was kinked/bent at the distal tip, as well as 24cm and 79cm from the distal tip. A functional evaluation could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent broken/fractured during use' and 'stent deployed prematurely during retraction/re-sheathing' were both confirmed during visual inspection. The remaining ar 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician successfully hydrated the stent by withdrawing it from the dispenser hoop with water. However, significant resistance was encountered when attempting to advance the stent into the microcatheter, making it impossible to push further. At this point, the physician withdrew the stent, but it deployed at the hub of the microcatheter, with half of the stent fracturing inside the microcatheter. The physician cut the proximal of microcatheter shaft to separate hub on the table and replaced both the stent and the microcatheter'. In the good faith efforts (gfe) follow-up replies, the user stated that the resistance was noted at the hub during device transfer. The stent was returned for analysis deployed off the stent delivery wire (sdw). The distal section of the stent was partially loaded inside the proximal lumen of the returned microcatheter and partially present in the microcatheter hub. The proximal section of the stent was broken off and was returned in a plastic bag. The introducer sheath was returned and the distal tip of the sheath was crushed/damaged. The stent delivery wire (sdw) was also returned and there was kinking/bending present at the distal end of the wire and back along its length. Excelsior sl-10 and xt-17 are the recommended microcatheters to use when using the subject stent, because the internal hub profiles are an exact match for the external profile of the distal tip of the introducer sheath. This is not the case for returned microcatheter. Precise placement of the introducer sheath is critical when using the returned microcatheter (mc). In this instance there was deformation of the introducer sheath distal tip opening, suggesting that the sheath may have been advanced slightly too far inside the microcatheter hub. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would become damaged as it passes through the damaged distal tip of the sheath. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent and very often to the sdw as well. Upon realizing this through increased resistance, the user normally withdraws the sdw. When the proximal end of the stent is retracted as far as the hub, the stent will automatically begin to expand into the larger lumen space, thereby freeing up the sdw which slips out of the stent. It is not clear why the stent fractured into 2 pieces. This might be due to the level of force needed to withdraw the stent once it had become stuck inside the proximal section of the microcatheter lumen. This is one possible explanation to explain the event description and analysis findings. Based on the review of all available information, an assignable cause of procedural factors has been assigned to the 'as reported' ¿stent difficult/unable to transfer', 'stent deployed prematurely during retraction/re-sheathing' and 'stent broken/fractured during use' and 'as analysed' ¿stent deployed prematurely during retraction/re-sheathing¿, ¿stent broken/fractured during use¿, ¿stent deformed¿, ¿sdw kinked/bent¿, ¿stent introducer sheath distal tip damaged¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer/advancement.